Event description:
Senseonics was made aware of an incident where reported skin irritation described as raw and patch-sized at the adhesive site, first noted on 01-jun-2025. The adhesive patches were within expiration date (10-oct-2027). The user was using bandage/tegaderm and applies lotions/creams to the area, with a history of sensitive skin. The hcp was informed and prescribed benadryl and bactrim. Per dms, the user continues to use the system with up-to-date information.

Manufacturer narrative:
The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the reported skin irritation described as raw and patch-sized at the adhesive site, first noted on 01-jun-2025. The adhesive patches were within expiration date (10-oct-2027). The user was using bandage/tegaderm and applies lotions/creams to the area, with a history of sensitive skin. The hcp was informed and prescribed benadryl and bactrim. Per dms, the user continues to use the system with up-to-date information.